Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. The device was received with normal telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case allowing fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and enduritypacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021. There was no device malfunction observed on the device. The patient was stable with no consequences.